Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the distal right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 2.5x15mm non-bsc stent was advanced but it was unable to be delivered distally. The device was removed and the wire was switched to a 300 cm st mailman guide wire in order to help deliver the stent. The non-bsc stent was advanced and was deployed successfully. However, during removal of the 2.5x12mm catheter, it became stuck on the wire. The physicians pulled on the catheter and the wire was also stuck. As they continued to pull, the wire and the catheter came out but the tip of the wire was left in the rca. The physicians decided not to try to remove the broken wire tip and leave it in the rca and the procedure was completed. No patient complications were reported. The patient was fine and left the lab without any further incident. It was further reported that snaring was not attempted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:47 am CT. The report number is being corrected from: 2134265-2018-64218 to: 2134265-2018-62601.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the distal right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 2.5x15mm non-bsc stent was advanced but it was unable to be delivered distally. The device was removed and the wire was switched to a 300 cm st mailman guide wire in order to help deliver the stent. The non-bsc stent was advanced and was deployed successfully. However, during removal of the 2.5x12mm catheter, it became stuck on the wire. The physicians pulled on the catheter and the wire was also stuck. As they continued to pull, the wire and the catheter came out but the tip of the wire was left in the rca. The physicians decided not to try to remove the broken wire tip and leave it in the rca and the procedure was completed. No patient complications were reported. The patient was fine and left the lab without any further incident. It was further reported that snaring was not attempted. The device was returned for analysis. Unit returned with its original pouch. The unit returned has one unknown catheter stuck in it, as part of overall visual revision. The device has its distal tip kinked, stretched and fractured. There are kinks at the distal section. The device came stuck in a secondary device. The outer diameter (od) of middle of the device and od of proximal section were within specification; however, the overall length and od of distal tip could not be performed because of the condition of the device (broken).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the distal right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 2.5x15mm non-bsc stent was advanced but it was unable to be delivered distally. The device was removed and the wire was switched to a 300 cm st mailman guide wire in order to help deliver the stent. The non-bsc stent was advanced and was deployed successfully. However, during removal of the 2.5x12mm catheter, it became stuck on the wire. The physicians pulled on the catheter and the wire was also stuck. As they continued to pull, the wire and the catheter came out but the tip of the wire was left in the rca. The physicians decided not to try to remove the broken wire tip and leave it in the rca and the procedure was completed. No patient complications were reported. The patient was fine and left the lab without any further incident.